Event description:
Information was received regarding a cadd cassette reservoir. It was reported that pump was a no disposable alarm with the cassette having 86.2ml volume remaining. The cassette was wasted. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time. .